Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited change in sensing amplitude, high capture threshold, and oversensing of far p-waves. Fluoroscopy confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.